Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that the atrial lead had dislodged again. The lead was explanted and replaced on (B)(6) 2021. Patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room on (B)(6) 2021 with a sensation in their chest. An x-ray revealed that the atrial lead had dislodged. Lead was repositioned on the same day. Patient was stable after the procedure.